Event description:
It was reported that the customer received a no delivery alarm. Customer was putting in a bolus and received a no delivery alarm. Customer will rewind the pump with the reservoir in the pump to force the insulin out. Customer stated that it only works sometimes. Customer was able to bolus and is on a high basal. Customer noticed that his blood glucose levels were slightly more elevated than normal. Customer's blood glucose level is 154 mg/dl. Troubleshooting was performed and the pump alarmed no delivery. It was explained that the site may have been occluded. Customer was advised to change the entire infusion set and return the set for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.